Manufacturer narrative:
Pump received with no button response due to lcd keypad connector unlocked. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.